Event description:
It was reported by the aci vascular closure specialist that it was noticed during prep that the balloon from a mynxgrip vascular closure device 6f/7f had a leak. A second mynxgrip vascular closure device 6f/7f was prepped and deployed successfully.

Manufacturer narrative:
Sealant was observed to be located at proximal tip of the balloon. An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a radial tear on the balloon, approx 6mm from the balloon proximal tip. No other source of leak was identified. The sealant was flared over the balloon proximal bond. The advancer tube was engaged to the distal tamp lock; this received condition indicated that shuttle cartridge might have been shuttled down or the device have been manipulated by the user. The review of the lhr (lot f1305304) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be determined.